Event description:
Customer reported, she experienced high blood glucose of 480 mg/dl; treated with the manual injection and the insulin pump. Customer stated she has been receiving no delivery alarms all morning event after 2 complete infusion set, reservoir and insulin changes. During troubleshoot; it was stated, the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. The cannula was not bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.